Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The pump was unable to prime during prime test due to faulty force sensor resistor. There were no traces of moisture noted at keypad traces, electronic assemblies or motor assemblies per visual inspection. The pump was received with cracked case at display window corners, case at reservoir tube window corners, battery tube threads and lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and had been exposed to moisture. The customer's blood glucose level was 177mg/dl. The customer states there was fluid under the lcd display. The customer states the pump was worn while sweating. The customer was advised the pump would be replaced and returned for analysis.